Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2014. This report is filed november 12, 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the internal magnet on (B)(6) 2014. The implanted device remains. Revision surgery is planned but has not taken place as of the date of this report (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.